Event description:
It was reported that during a 1+2 segmentectomy, when processing the blood vessel (unknown whether it was pulmonary artery or pulmonary vein and also number of firings was unknown), the knife moved forward to the tip, but did not return. They tried to use the knife reverse switch, but there was no response. The manual override lever was used to return the knife. The cartridge color was white. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 06/25/2025 b3: unknown d4: batch #433d51 additional information was requested, and the following was obtained: - as knife reverse switch was not working, manual over ride lever was used. - the release button was used after using the manual override lever. - there were no issues with the function of the release button. - the issue occurred during the second pa disconnection. - the knife reverse switch does not operate. (The surgeon felt like the knife reverse switch was misfiring when pressing it.) - the battery was quite hot. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired. Also, a battery pack was returned. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a97a04, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 433d51, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.